Manufacturer narrative:
Investigation summary: six (6) samples and one (1) photo were provided by the customer for investigation. The samples were separated into two (2) baggies each with three (3) samples. Three (3) of the returned samples were labeled ¿normal appearance¿ and the other three (3) samples were labeled ¿brown residue on luer tip¿. All samples were in sealed blister packs. The three (3) returned samples which were label ¿brown residue on luer tip¿ were visually examined using unaided vision and foreign matter (fm) was observed on the inside of the syringe tip. As the fm could not be identified visually a fourier-transform infrared spectroscopy (ftir) analysis was performed on the fm. The ftir analysis determined that fm was closest match to grease or oil. Additionally, one (1) photo was provided by the customer for investigation. The photo shows the tip of the syringe in the blister pack with the brown foreign matter (fm) visible. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #9056826 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: during the printing process, the syringe rides on chains. The chains are oiled to preserve the function and improve the life of the chains. When the chains are oiled, it is possible that excess oil was applied and if not cleaned properly it can contaminate the syringe. Rationale: bd acknowledges that the returned sample has foreign matter (fm) was observed in the syringe barrel behind the plunger. As these four (4) occurrences would not exceed the acceptable quality level of ¿foreign matter ¿ fluid path particles > 1/64 in = 0.65% aql¿ for the batch, no corrective or preventative actions will be taken in scope of this complaint.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had foreign matter on it. This occurred on 4 occasions before use. The following information was provided by the initial reporter: material no. 309653, batch no. 9056826. It was reported that foreign substance was found on the tip of four syringes. Per email: during routine visual inspection upon product receipt, it was observed that 4 of 320 syringes had a small amount of brown residue/discoloration on the tip of the luer, which would contact the fluid path if used. A representative image is included with email communication associated with this report. The issue was identified prior to products being released for use, so no manufacturing processes by the end-user were affected. Units have been quarantined at our facility pending communication with bd regarding whether all units in the lot may be compromised (even those without visible discoloration). We utilize the product in a cell therapy manufacturing process carried out under an investigational new drug application with the FDA.